Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the hip/buttocks. The patient had blood glucose levels of 500 mg/dl. The patient was taken to the emergency room and diagnosed with an infection. The patient was treated with 75 mg of clindamycin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.